Event description:
During prep catheter was discovered to be defected. It has an imperfection which didn't allow the wire to go through the catheter. Catheter has a slight narrowing or bend that didn't allow a wire to pass. Manufacturer response for catheter, dxterity tran 3.5 diagnostic cath. 5f x 0.038in x 100cm (x) (per site reporter). Clinical site corresponded with manufacturer directly.